Manufacturer narrative:
H2) additional information: the system was serviced in the field. In summary, the manufacturer representative was unable to replicate the reported issue. Previously reported code, b01, is applicable as well as newly reported codes, c19, and d14. Correction: h2) previously reported codes, c02 and d02, are no longer applicable to this complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
It was reported there was a hardware failure, and the issue was related to optical communication. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that while preparing for a case the camera would not track instruments. The site switched camera carts with another system, the issue resolved and they were able to proceed with the surgery.  There was no patient involvement.

Manufacturer narrative:
Continuation of d10: product ID 9735670 (serial: (B)(6)); product type: ; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: camera (B)(6) vega base s8 svc h3) onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be operational. The field service representative noted that a component was replaced. Follow up has been conducted for clarification. B01 c02 d02 apply no parts have been returned for analysis b17 c20 d15 apply medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.